Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that three days following insertion of a smiths medical portex® bivona® adult tts¿ hyperflex¿ tracheostomy tube a cuff leak was noted. The patient's family noted that there was no air leak present upon tracheostomy (trach) tube change out. The family also speculated that the cuff membrane may have become thinner or that the material has changed. The tube was required to be changed out with no reported adverse effects.